Event description:
Discordant troponin (rti) and ckmb (rck) results were obtained on a pt sample, generated on an immulite 2500. The sample was repeated and the results were reported. Pt treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the discordant troponin (rti) and ckmb (rck) results.

Manufacturer narrative:
A siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to a sample level sense error. The cause of the sample level sense error is unk. The instrument is performing within specs. No further eval of the device is required.